Event description:
It was reported that the atrial lead had high thresholds and intermittent capture. There was pocket stimulation when paced unipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.